Manufacturer narrative:
As reported, the white knurled cap on the hydrosurg plus was loose and came off. To accommodate left-handed users, the design of the trumpet valve includes the removable knurled plug which allows the user to reverse configure the device. A possible cause for the reported condition, is that the knurled plug may have become loosened/unscrewed during use and detached; however, without the subject product, a definitive root cause cannot be determined. The instructions-for-use, supplied with the device instruct the user to, ¿check and tighten the knurled quick disconnect adapter at the front of the trumpet valve handpiece.¿ no lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported, during an unspecified procedure on (B)(6) 2021, one of the buttons (white knurled cap) was reportedly loose and came off. It was reported that tegaderm was used to secure the cap. There was no reported patient injury.